Manufacturer narrative:
The component codes for fiber and tip go with the device code for break.

Event description:
It was reported that the fiber (end) broke, about 4cm before the end of the fiber, during the procedure and needed to be retrieved. The detached piece was removed by using an alternative tool. There was no indication or report of any part of the device remaining inside the patient. It is unknown how the procedure was completed. It was noted the fiber was discarded and will not be returned to the manufacturer. No patient or end user injury was reported.